Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she was sitting down on a chair and she had the device clipped in the back of her pants. Then the device alarmed button error and she unable to clear the alarm. Customer doesn't know her blood glucose level. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage on the keypad traces during visual inspection. No button error alarms were noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.